Event description:
New information indicated that the patient was scheduled for a clinic check due to alerts for non-sustained right ventricular (rv) over-sensing episodes. Upon device interrogation, the rv lead appeared to be intermittently capturing. X-ray was performed revealing rv lead dislodgement. The patient was in stable condition with no symptoms. No intervention was performed at this time.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular exhibited far p wave over-sensing. No additional information was available.

Event description:
New information indicated that the patient was scheduled for a clinic check due to alerts for non-sustained right ventricular (rv) over-sensing episodes. Upon device interrogation, the rv lead appeared to be intermittently capturing. X-ray was performed revealing rv lead dislodgement due to twiddler's syndrome. The patient was in stable condition with no symptoms. No intervention was performed at this time.

Event description:
New information indicated that the right ventricular lead was capped and replaced on (B)(6) 2024. The patient's condition was stable with no issues before, during, and after the procedure.